Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level ranging from 324-325 mg/dl and a ketone level of 43 mg/dl. Customer was treated with intravenous fluids of insulin to address the elevated bg. Customer was discharged 1 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer experienced a high bg level; cause was known. Subsequently, a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.